Manufacturer narrative:
As a result fo the inspection, the handpiece operates properly. No wobbled movement is found in the inspection. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the handpiece malfunctioned and the tip wobbled when being used on the patient during the stapes surgery procedure. There were no abnormal sound or visible abnormality besides the movement of the tip. There was no troubleshooting done. There was no back-up device used. There was no impact on neither the patient nor the staff.